Manufacturer narrative:
This report is submitted on december 14, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (tesla unknown). The magnet was placed back into correct position without surgical intervention. The implanted device remains.